Event description:
It was reported that the diamondback 360 precision orbital atherectomy device was used for treatment of heavily calcified, heavily tortuous, 90-95% stenosed lesion in proximal and mid right coronary artery (rca) through common femoral artery (cfa) access. The unspecified working wire was exchanged with a viperwire advance guide wire. There was no sign of dissection. Three retrograde low-speed treatments were performed and no complications were noted. High-speed treatment was being considered next; however, angiographic images revealed perforation in proximal to mid rca. The oad was immediately removed from the patient. Balloon angioplasty with non-abbott balloon was performed to resolve the perforation but bleeding continued. A non-abbott stent was placed on the rca but also failed to stop the bleeding. A second non-abbott stent was then placed on the rca and residual bleeding remained which was a lot less than the original. Pericardiocentesis was performed to treat the residual bleeding. The patient was sent to a bigger hospital in case further complications occur and the patient was stable during transfer. Per the opinion of the physician, the oad caused the perforation. There was no unusual noise or abnormal oad operation observed during treatments. According to the physician, the week prior attempts were made to treat the same lesion but unspecified non-abbott devices which included balloons, wires, imaging could not cross the lesion. Additional information was received indicating the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient perforation of vessels, bleeding, surgical intervention, unexpected medical intervention, and hospitalization appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, bleeding, surgical intervention, unexpected medical intervention, and hospitalization are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 precision orbital atherectomy device was used for treatment of heavily calcified, heavily tortuous, 90-95% stenosed lesion in proximal and mid right coronary artery (rca) through common femoral artery (cfa) access. The unspecified working wire was exchanged with a viperwire advance guide wire. There was no sign of dissection. Three retrograde low-speed treatments were performed and no complications were noted. High-speed treatment was being considered next; however, angiographic images revealed perforation in proximal to mid rca. The oad was immediately removed from the patient. Balloon angioplasty with non-abbott balloon was performed to resolve the perforation but bleeding continued. A non-abbott stent was placed on the rca but also failed to stop the bleeding. A second non-abbott stent was then placed on the rca and residual bleeding remained which was a lot less than the original. Pericardiocentesis was performed to treat the residual bleeding. The patient was sent to a bigger hospital in case further complications occur and the patient was stable during transfer. Per the opinion of the physician, the oad caused the perforation. There was no unusual noise or abnormal oad operation observed during treatments. According to the physician, the week prior attempts were made to treat the same lesion but unspecified non-abbott devices which included balloons, wires, imaging could not cross the lesion.